Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to having a seizure. The patient was admitted to the ER on (B)(6) 2022. The patient reported the symptoms they were experiencing were low blood glucose levels (50 mg/dl) and having a seizure. The patient was treated with having their blood pressure monitored and IV fluids. The patient also received juice from their doctor. The patient reported their healthcare provider changed the patients personal diabetes manager settings from a basal of 1.25 units to 1.05 units. The patient removed the pod before going to the emergency room. The patient was discharged from the ER after staying for 7 hours on (B)(6) 2022.